Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricular (rv) lead was elevated. Analyst commented, rv capture threshold steady at approx. 0.95 volts through (B)(6) 2015, rises out of range by (B)(6) 2015. R-wave amplitude averages 30.6millivolts through (B)(6) 2015, drops to an average of 7 millivolts starting (B)(6) 2015 with very sporadic data. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable cardioverter defibrillator (ICD) check it was revealed that the device only 15 months old and showing estimated 13 months longevity. It was also reported that the right ventricular (rv) lead output is high due to high threshold and sensing had decreased. However, longevity is unexpected. Data review indicated based upon rv output battery longevity is within expected range, and replacement of rv was suggested. Adjustment to programmed rv output settings was made, and the ICD and rv remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.